Event description:
Baxter reported a spike of a transfer set was broken during a connection by clean flash during use. Baxter was unable to identify how long the transper set was in use. No patient injury or medical intervention was associated with this incident per baxter.

Manufacturer narrative:
Baxter's product analysis laboratory received one transfer set for analysis. A visual inspection revealed te spike of a transfer set connected by clean flash was not broken, however, it was confirmed to be bent due to a miss spike.